Event description:
Report received indicated that there was a stent fracture into two equal pieces within the left renal artery. The pt was treated for hypertension. Angiography was done revealing a non-ostial left renal artery stenosis. A palmaz genesis medium stent (pg2470bps) was placed at the stenosis site with excellent results. Eigth months after stent implant the pt was brought back to the hospital for a recurrence of symptoms. Angiography revealed the stent to have fractured into two equal pieces with a gap between the two pieces of approximately 5mm in length. The vessel in the area of the gap was seen to be highly stenosed. The physician was able to cross the two-stent pieces and the gap between them with a guidewire, and then successfully deploy another stent to cover both, the stenosed gap and the inner portions of the 2-stent fragments.